Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power twice, while being connected to an ac power adapter and a power inverter. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no additional information could be provided.

Manufacturer narrative:
A third-party service agent evaluated the device and the reported issue was verified in a review of the electronic records. The cause of the reported issue was isolated to the power pcb assembly. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker evaluated the replaced power pcb assembly, but the reported issue could not be duplicated, and further root cause could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power twice, while being connected to an ac power adapter and a power inverter. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no additional information could be provided.